Event description:
During evaluation by baxter personnel, an infusor had leaked at the connection of the blue winged luer cap, which was not securely tightened. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter received an additional sample from report # 6000001-2012-11125 for evaluation. Visual examination of the units confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap which was not securely tightened. After the cap was securely tightened, the leakage completely stopped. Functional testing of the devices revealed no signs of leaks after a 24-hour leak-monitoring period. The root cause was determined to be an untightened winged luer cap. An additional medwatch report has been submitted to address the other device which also had a confirmed leak observed at the connection of the blue winged luer cap, which was not securely tightened. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.